Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. The unit failed the exhalation differential press calibration. The turbine needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported vent inop and xdcr fault error on the vela ventilator. The customer reported that there was no patient involvement that was associated with the reported event.